Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This type of event is typically caused by improper bone preparation and as described in the event, the patient had hard bone and was not pre-drilled as required in the surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the screw broke off during insertion. The screw was partially fixated, the upper part was removed from the patient but got lost. There was enough compression to finish the case successfully. The patient had hard bone which was not pre-drilled. No further details available at this point.